Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion. A specific cause for the reported infection, multiorgan failure, hypertension, and subsequent patient outcome and a direct correlation to the evaluation of heartmate 3 lvas, serial number (B)(6), could not be conclusively established through this investigation. It was reported through the patient outcome that the patient passed away on (B)(6) 2021. The patient presented with pseudomonas in the culture obtained from the chronically draining fistula, and new exposure of a portion of the proximal driveline. They additionally had culture positive abdominal fluid (peritonitis) with klebsiella and vancomycin-resistant enterococcus and had a dilated gall bladder. Daptomycin, meropenem, and cefepime were added. Patient developed worsening pulmonary infiltrates and lactic acidosis. They were made a do-not-resuscitate (dnr) and expired soon after. The patient also experienced hypertension and multiorgan failure which may have contributed. The heartmate 3 lvas IFU, rev. C, lists various forms of organ failure, infection, hypertension, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in reference to preventing infection are provided throughout this IFU, including sections titled "caring for the driveline exit site" and "controlling infection." The IFU states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg should be considered adequate. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2018. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information revealed that prior to death the patient was chronically hospitalized, and severely malnourished patient with an implanted heartmate iii left ventricular assist device (lvad) with chronic nocardia, methicillin-resistant staphylococcus aureus and methicillin-resistant staphylococcus aureus lvad-related infections now presents with pseudomonas in the culture obtained from the chronically draining fistula, and new exposure of a portion of the proximal driveline. Patient additionally had culture positive abdominal fluid (peritonitis) with klebsiella and vancomycin-resistant enterococcus, and had a dilated gall bladder. Placement of a chole drain was withheld due to the high comorbidity burden of the patient. Daptomycin, meropenem, and cefepime were added. Patient developed worsening pulmonary infiltrates and lactic acidosis. They were made a do-not-resuscitate (dnr) and expired soon after. Preexisting characteristics that may have contributed to the event: hepatic/renal dysfunction; hypertension.